Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis; however, the device was not returned. The device was not returned for evaluation. Since it was reported that the treated lesion was 80% stenosed, moderately tortuous, and mildly calcified, it is likely that the patients anatomical conditions contributed to the reported failure to advance. The reported patient effects of intimal dissection or vasoconstriction are listed in the emboshield nav6 instructions for use as known patient effects that may be associated with use of a peripheral device in native peripheral arteries. The investigation determined the reported failure to advance to be related to the patient anatomical conditions. A definitive cause for the reported patient effects of dissection or vasoconstriction could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). It was reported that the device would not be returning for analysis; however, the device was returned for evaluation. Correction: (B)(4) was removed. Evaluation summary: visual and dimensional inspections were performed on the returned device. The investigation determined the reported failure to advance to be related to the patient anatomical conditions. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat an 80% stenosed, moderately tortuous, and mildly calcified lesion in the mid carotid artery. An emboshield nav6 was used for cerebral protection distal to the target lesion; however, resistance was felt with the anatomy while advancing the device. It was then noticed that the wire tip had caused a dissection in the internal carotid artery which lead to spasm. The device was withdrawn. The spasm was treated with nitro-glycerine. The procedure was successfully completed with another protection device and an xact stent was used to cover the dissection. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.